Manufacturer narrative:
(B)(4). This device remains in service and is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days after initial implant, chest x-ray showed this right atrial (ra) lead had migrated. Subsequently, the patient underwent a revision procedure and this lead was successfully repositioned. No adverse patient effects were reported.